Event description:
It was reported that the patient had syncope feelings and episodes. Intermittent capture reported. A connector/head problem or tissue/fluid in connector head was suspected. The device was explanted. No patient complications have been reported as a result of this event.